Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the keypad buttons were intermittently responsive to button presses and became harder to press (B)(6) ago. The reporter also stated that the keypad started peeling (B)(6) ago. She stated that pressing the buttons harder caused the keypad to peel. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. However; this complaint is being reported due to the allegation that the button unresponsiveness occurred prior to the reported damage.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The contrast button was found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the contrast button contact.